Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 24 mg/dl. Reportedly, the customer believed "too much insulin going through pump". However, a log review was performed and the pump was functioning as intended at the time of event. Reportedly, an ambulance was called and they provided the customer with glucagon during transportation to the emergency room (ER). Reportedly, the customer's blood glucose level had increased too approximately 200 mg/dl and the customer provided the customer was intravenous fluids of saline and potassium. The customer was released from the ER on (B)(6) 2026, without any permanent damage identified and the issue resolved.